Manufacturer narrative:
Pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm unexpected no delivery/insulin flow blocked alarm and unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that they had tried all remedies for insulin flow block alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.